Event description:
A (B)(6) male pt presented for an ablation of a liver lesion. Probes were placed in left lobe of liver adjacent to the stomach. The ECG synchronized pulse delivery was enabled. During the first 10-20 sec of the pulse delivery, the pt converted from normal sinus rhythm to a rapid irregular narrow-complex tachycardia. Telemetry monitor showed atrial fibrillation with rapid ventricular response (rvr) and rates between 130 and 150 beats per minute. Pt had several nonsustained 5-6 beats v tach. Pt was hemodynamically stable with blood pressures in the low 100s. Pt received several doses of esmolol as well as a dose of labetalol and IV diltiazem with no improvement in heart rate or rhythm for over 1 hr. Pt was then cardioverted with IV push amiodarone 150mg. The procedure was restarted and successfully completed with this device without further complications. The interventional radiologist, who performed this procedure, indicated that the nanoknife device did not cause or contribute to the cardiac arrhythmia. Pt was asymptomatic the following morning. Pt had mild elevated troponin though related either to myocardial injury from pulse electrical nanoknife therapy or demand ischemic during rvr.

Manufacturer narrative:
The lot number was not reported. A ship history review was conducted on the reported catalog number. This complainant has received one lot of the reported catalog number (lot 110303). The incoming records for ire single electrode probe, 15cm catalog number 20400101 lot number 110303 were reviewed. This product was mfg tested and released according to spec. A review of the hardware service records for the account's nanoknife generator (s/n (B)(4)) noted no issues. The unit was delivered to the account on 26 october 2011. An operational verification procedure was completed at this time. The unit performed as intended. The unit was returned to the firm on 23 feb 2012. An operational verification procedure was completed and the unit performed as intended. The instructions for use, which is supplied to the user with the disposable probes, lists both transient arrhythmia and prolonged arrhythmia as potential adverse effects. The user manual for the nanoknife generator list arrhythmia as a potential risk. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any f/u info will be sent via a f/u medwatch.